Event description:
Summary: on august 18, 2000, pt presented to the eye clinic to have bilateral lasik surgery. The surgery was performed on the right eye without incident; however, during the lasik procedure on the left eye, a serious injury occurred. As the corneal flap was being cut with the facility mk-2000 microkeratome, the surgeon reported that suction was lost and the blade continued to cut the cornea. This incident was reported to result in a 180-degree corneal laceration. The procedure was stopped and the pt was transfered to the hosp where the same surgeon performed a second procedure on the pt (i.e, the cornea laceration was closed with 13 stitches). Background/training: the facility sales representative performed two separate mk-2000 microkeratome training sessions with the surgeon and staff prior to the aforementioned incident. On august 4, 2000, the sales representative demonstrated the keratome to the surgeon, his technician and the lasik assistant. The surgeon and the technician both used the mk-2000 keratome to cut flaps on pig eyes and observed these cut flaps under the microscope. The sales representative also demonstrated how to assemble, disassemble and clean the keratome unit. The surgeon and the technician both took turns assembling, disassembling and cleaning the unit as they had been trained. After the demonstration on august 4, 2000, the unit was cleaned and sterilized. The surgeon used the keratome on two pts that afternoon as part of scheduled lasik procedures. In between pt surgeries, the technician disassembled and re-assembled the instrument. For each pts' surgeries, a new bladeholder and suction ring were used. The cases for both pts went well and the flaps appeared clean and smooth; no complications were reported. The facility sales representative was present for the lasik cases. The surgeon commented that he liked the simplicity, consistency, and ease of use of the facility mk-2000 keratome in comparison to the microkeratome that he had previously been using. The facility sales representative brought the mk-2000 keratome unit into the surgeon's office for a 2nd training session on august 16, 2000. The sales representative again demonstrated how to assemble, disassemble and clean the mk-2000 keratome unit. The technician assembled, disassembled and cleaned the unit as she had been trained. The surgoen used the mk-2000 keratome during 3 or 4 bilateral lasik procedures on august 16, 2000, with the facility sales representative present. The surgeon and his staff reported that the facility keratome unit had performed as intended with no complications. Following the surgeries, the surgeon asked the facility sales representative to leave the keratome in their office so they could use it for surgery on friday, august 18, 2000. The surgeon and his technician assured the facility sales representative that they felt comfortable with the training and operation of the device (cleaning, disassembling and reassembling) and could use the mk-2000 unit without him being present.